Event description:
A malfunction alarm was reported for a loaned pump from the hospital. There was no adverse impact to the customer¿s blood glucose level. Technical support assisted the caller with resetting the pump; however, when the malfunction code recurred, cts resolved to replace the pump.